Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet bionic pancreas, including a documented low of 50 mg/dl after exertion in hot weather and additional nocturnal lows, with daily occurrences noted over multiple days; the user treated lows with oral carbohydrates including glucose tablets, juice, and a candy bar, and no alerts or alarms were reported. Symptoms included grogginess, tiredness, and distraction. Outcomes included transient limitation in daily activities without the need for medical intervention or hospitalization. Investigation included review of usage history and troubleshooting guidance with planned clinical review of charts for potential settings evaluation. Investigation of this case revealed no device malfunction confirmed and a cause that remains unclear, with the possibility of increased insulin sensitivity or adaptive behavior being considered. It was concluded that the event involved hypoglycemia with cause unclear and that education and troubleshooting were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.